Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the instrument inlet port damage could not be determined, however, the issue is a known inherent risk of the device was likely the result of repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro fiberscope exhibited a damaged damage to the instrument channel inlet por. There was no patient involvement and no harm was reported as a result of the event.